Event description:
It is reported that when the surgeon tried to back out the 25mm bone screw from the cup, the bone screw was broke in 2 parts. One part was left in the pt. The surgery was completed with a 20mm bone screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.